Event description:
A surgeon reported a consumer experiencing glare and halos following bilateral intraocular lens (iol) implant surgery. The surgeon recommended glare free glasses, but the consumer was unwilling to try these. The consumer was referred to a retinal specialist who noted age-related macular degeneration changes. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/07/2009 and 01/21/2009 by phone, fax, and mail. A completed questionnaire had not been received.